Manufacturer narrative:
Continuation of d10: product ID 977a290, lot# 0211529137, implanted: (B)(6) 2016, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 06-jun-2020, UDI#: (B)(4). G2: the country of the event is be, h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the stimulation was no longer reaching the right spot. It was consistently occurring in the right breast, even though the electrode was positioned correctly. The clinical diagnosis was stimulation in the chest. Diagnostic methods were imaging with the results of correct placement of the electrode and patient reported stimulation only in the chest and not in the legs as of "(B)(6) 2026", but it is believed to have actually occurred in (B)(6) 2025. Etiology was a causal relationship of the event to the device or therapy, but not related to the implant procedure. The device was specified as the lead. The interventions reported were that they repositioned the lead on (B)(6) 2025; on (B)(6) 2025 there was a revision of an epidural "dcs" (dorsal column stimulator) electrode with retraction to the t8-t9 level. The event resulted in in-patient hospitalization. The outcome was listed as resolved without sequelae as of (B)(6) 2025. The seriousness was indicated as having required in-patient or prolonged hospitalization. The patient's age at consent was 50 and their weight was 69kg. Additional information was received. It was reported that retraction was referring to repositioning of the lead done per "system modification 3". The actions taken to resolve the issue were repositioning of the lead to the t8-t9 level on (B)(6) 2025 and the issue was resolved (B)(6) 2025. This additional information was confirmed with the clinical site.